Event description:
Reportedly, during pt use, a 'low fio2' alarm occurred. When the oxygen sensor calibrated, an 'o2' sensor error' occurred. The sensor was replaced. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.